Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited right ventricular (rv) oversensing of myopotentials. The oversensing resulted in pacing inhibition for this pacer dependent patient. There were pauses greater than 2 seconds and up to approximately 5 seconds observed. Programming modifications were performed, such that the device was programmed to asynchronous mode. Pacing inhibition continued and was recorded during holter registration. It was also reported that the r-wave amplitudes had decreased from 7.9 millivolts to 0.9 millivolts. Subsequently, the patient underwent a revision procedure and lead testing was performed through the pacing system analyzer (psa), which revealed changes in the impedance measurements during arm manipulations. The lead appeared normal under fluoroscopy and pacing thresholds were normal. The pacemaker was explanted and the lead was surgically capped and abandoned. The patient was hospitalized as a result of the situation above for one week. No further complications were reported.